Manufacturer narrative:
(B)(4). The complaint is in investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09915.

Event description:
It was reported that the patient underwent a initial hip arthroplasty and was subsequently revised for infection. The femoral head and polyethylene liner were exchanged. No additional information is made available.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received it was determined that the event was reported on a wrong manufacturing site MFR and it will be reported on: 0001822565-2018-06651. The initial report needs submitted needs to be voided.

Event description:
Change in manufacturing site.